Manufacturer narrative:
Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy switch. The replacement of spare parts necessary for the fco86100172 that had been pending in the equipment is made. The part was replaced and the device passed all performance assurance testing. The device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that the therapy switch for the device was defective. There was no patient involvement.